Event description:
Manufacturing was informed that a perceval valve was implanted in a patient. On (B)(6) 2025, the valve was removed (explanted) due to calcium. Reportedly, it was fairly easy to remove the valve and was replaced with a 23mm magna ease. Patient is recovering in hospital and doing well. Perceval valve details and its date of implant are not available at this time.

Manufacturer narrative:
Manufacturer is retrieving additional information from the site and will submit follow-up report upon availability of new, relevant details.